Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. The customer's reported product problem was confirmed during functional testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. Both front and rear piezos were replaced to address the product fault.

Event description:
It was reported that the speaker volume was faint on the cadd solis vip pump. This was even the case when the volume was set to high. No patient injury or complications were reported in relation to this event.